Event description:
Patient in for groshong port placement required for chemotherapy to treat breast cancer. The port was... This past winter and the patient went to special procedures five weeks later to have it replaced. The patient reported back to the doctor that the port he placed in her "broke" and had to be removed down in special procedures. The port is bard (B)(4) 8fr single lumen MRI compatable groshong ended slim-line model lot # rese0623.

Event description:
Patient in for groshong port placement required for chemotherapy to treat breast cancer. The port was... This past winter and the patient went to special procedures five weeks later to have it replaced. The patient reported back to the doctor that the port he placed in her "broke" and had to be removed down in special procedures. The port is bard ref#7707540 8fr single lumen MRI compatable groshong ended slim-line model lot # rese0623.